Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the 'down' button is stuck (scrolls down all the way through menu). All buttons spring back as normal when pressed. The keypad removed for further investigation. All button contacts are intact; minor contamination around all button contacts observed. 'Down' key remains shorted upon removing all button contacts.

Event description:
This complaint is being reported due to an alleged keypad malfunction. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.